Event description:
He patient had reported chest pain and fever. Blood culture showed positive cocci strep. The lead was explanted and infection resolved. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead was returned and analyzed.